Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was not confirmed, however ventilator inoperative alarms were discovered in the device's event log. The technician recommended replacing the device's main board to address the issue. No further investigation is required at this time. Additionally, the device's blower and outlet flow path were replaced for periodic maintenance to prevent failure. Unit was checked overall, cleaned and functionally tested. Confirmed the software version is 3.6.5.